Manufacturer narrative:
Device evaluated by manufacturer: the retrieval sheath and protection wire were received coiled inside a plastic bag. The filter bag was retracted fully into the retrieval sheath with 4 mm of the nosecone exposed out of the distal tip of the retrieval sheath. The distal tip of the protection wire was bent, curly and was stretched approximately 5 mm, measured from the proximal side of the coil. Using the wire torquer, was able to perform sheathing / unsheathing tests with no difficulty. There was no blood particulate inside of the filter bag. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure, the patient experienced a vessel spasm. The target lesion being treated was located in the right internal carotid artery. While attempting to place the unknown size carotid wallstent in lesion, it was noted that there were continuous movement of the filterwire ez. Due to this, the patient experienced a vessel spasm. The device was exchanged and a non-bsc device used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure, the patient experienced a vessel spasm. The target lesion being treated was located in the right internal carotid artery. While attempting to place the unknown size carotid wallstent in lesion, it was noted that there were continuous movement of the filterwire ez. Due to this, the patient experienced a vessel spasm. The device was exchanged and a non-bsc device used to complete the procedure. No patient complications were reported and the patient's status is stable.